Event description:
Customer reported patient had tooth #7 residual root extraction and implant placement at same time in (B)(6) 2023. The cemented retained implant crown and abutment was delivered seven months later. Patient reported tooth #7 implant crown mobile and loose and got the implant removed three weeks later. Cbct showed bone loss and peri-implantitis on apex and facial. Symptoms as a result of the event: abscess, bone loss, loss of integration.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D4: unique identifier (UDI) number is not provided / unknown. E1: initial reporter¿s title first name last name and email address are not provided / unknown. G4: additional 510(k) number is k101880.